Event description:
A customer contacted beckman coulter inc., (bec) to report a bloody leak on the bottom tray of the coulter lh 750 slidemaker. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid. No one was splashed or sprayed. There was no report of exposure to mucous membranes or open wounds and medical attention was not sought. The material safety data sheet (msds) was not reviewed. There is an exposure control/risk management plan in place at the facility. There was no impact to patient sample results. There was no death, injury or change to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2012 for this event. The fse observed the leak and found that the diluent tank was not filling properly causing air to get into the system lines and bubble out of the probe. Per fse, the tubing at pinch valve (vl) 28, responsible for refilling the reagent tank (tk1) with diluent, needed to be replaced. After the tubing replacement, there was no further evidence of leaking. Repairs were verified as per established procedures and results meet published performance specifications. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of the leak was the tubing going through vl28. (B)(4).